Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer said the ring that was at the top of the reservoir chamber is broken off. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, and a broken reservoir tube lip.